Manufacturer narrative:
This event has been recorded in leventon (B)(4). As a customer complaint ((B)(4)). One month after receiving the complaint, the defective unit was not received and thus, the quality team proceeded with the complaint evaluation. As the unit related to this complaint was not available, an exhaustive evaluation of the reported defect was not possible and only the units from the archives of samples were evaluated. Six (6) units from the same manufacturing lot were retrieved from retained samples and successfully passed flow rate testing. In addition, the batch record of the affected lot number was reviewed and no incidence similar to the one reported was detected in the controls done during the manufacturing process nor in the controls done before the product release. Therefore, it was not possible to determine the root cause of the defect reported.

Event description:
In 5-fu medication scheduled for 46 hours, infusion time finished much earlier than expected. Patient was scheduled at 15.10 (approx.) For 5-fu takedown. Patient called and stated that her infusor was finished at 08.30. At 10.10, a nurse arrived and inspected the infusor. As per nurse observation, the infusor was completed. The chemo infusion finished for about 6 ½ hours earlier than the expected time (the accuracy of the infusion time is +/- 10%). In addition, patient stated that "this happens all the time, I am not new to this device and it's always early".